Manufacturer narrative:
Na

Event description:
During a hamstring exam, a pt complained of being hot and that she felt a burning sensation on her legs. At the point the pt complained of the burning sensation on her legs, the technologist stopped the exam.

Event description:
Reporter alleged obtaining the results of 45 mg/dl, 44 mg/dl, 380 mg/dl and about 390 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.